Manufacturer narrative:
Analysis of the ipg (B)(4) interstim ll (serial# (B)(4)) found the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage the connector block. As a result of what was reported, an impedance test was performed and good impedances were observed. As a result of what was reported, a lead insertion test was performed on the ins as well. Insertion and withdrawal was performed three times with a dry lead; results were within specification. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received and there were good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was defective and wouldn't receive the lead properly. This resulted in an impedance issue due to the lead electrodes not aligning with the ins head. The doctor attempted to seat the lead properly multiple times, but determined it wouldn't work. The ins head was defective, so they used a new ins and was able to connect the lead with no issues. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.